Event description:
New information received noted that the patient was asymptomatic when they first received a notification from their device on 29 jul 2020.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with unspecified t-wave over-sensing from their right ventricular lead causing high ventricular rates. There was also noise noted. The lead was explanted and replaced on (B)(6) 2020. The patient's atrial lead was also electively replaced due to debulking during the same procedure. No patient condition or symptoms were reported.